Manufacturer narrative:
The device alarmed pump error 37 during rewind due to corroded motor home switch. The device received with cracked case.

Event description:
The customer reported via phone call that insulin pump has cosmetic damage. The blood glucose at the time of the incident was 78 mg/dl. Customer also mentioned that the location of the damage was behind the battery compartment. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.